Event description:
It was reported that prior to a diagnostic procedure, a foreign substance was found on the catheter. During preparation, it was noted that there were black specs and an oily film on the catheter. No patient injuries or complications were reported.